Event description:
It was reported that a pediatric pt experienced severe pulmonary hypotension during a transfusion of irradiated platelets through the device. Symptoms occurred at 92ml. The reporter could not identify which of several variables might have caused the hypotension.

Manufacturer narrative:
The symptoms of the reaction described coincide with many of those known to be associated with anaphylactoid or immediate generalized reaction. Immediate generalized reactions have been associated with pt sensitivity to the plasma constituents which accompany the platelets during infusion, in such platelet preparations as contain plasma. It has been reported by buck, et al that washing of platelets would prevent some allergic, but not febrile, reactions. An investigation into the mfg history of the lot number (510003) revealed that this lot was mfg in accordance with documented procedures and met all specs required for release. No similar reports for this lot have been rec'd. It is concluded that the episode reported was most likely related to medications employed and/or the nature of the blood products being transfused to this pt, or to unidentified predisposing factors in the pts in conjunction with any of the preceding.